Event description:
Ambu bronchoscope ascope 5 disposable 2.7/1.2. During bronchoscopy a pop sound was heard and on investigation the flexor broke and would no longer angulate the tip of the bronchoscope. This was first reported in february 2024, access number: mw5152220.